Manufacturer narrative:
A ge service representative performed an onsite investigation. The power cable was replaced and the hospital plug was fitted. The original screws were transferred to the repaired power system. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system had a bad connection in the power cable. No patient injury was reported.